Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-35810. The console was not returned for analysis. However, the device was serviced by a field service engineer (fse) at the customer's site. The fse found console lacked approximately 600ml of water, the noise decreased, the colling system self-test did not pass, the self-recovery fuse jumped, and the fuse returned to normal after pressing. The fse refilled the coolant and cleaned the optical path. The reported issue was then resolved, and the console was working within specifications. It is probable that the low coolant and optical path needing cleaning resulted in the event reported by the customer.

Event description:
It was reported that, during a homium laser enucleation of the prostate procedure, it was found that the console was noisy and there was a degradation in energy. No error messages were displayed in the console screen and case saver mode was not prompted. The power was low because the fiber and debris shield were broken. It is not known how it was identified the console was emitting low power. The console was replaced, and the procedure was completed. This report is for the console.

Manufacturer narrative:
This report is for the same event as manufacturer report: 2124215-2024-35810.

Event description:
It was reported that, during a homium laser enucleation of the prostate procedure, it was found that the console was noisy and there was a degradation in energy. No error messages were displayed in the console screen and case saver mode was not prompted. The power was low because the fiber and debris shield were broken. It is not known how it was identified the console was emitting low power. The console was replaced, and the procedure was completed. This report is for the console.